Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook (pch) instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A log review was conducted, which resulted in the following findings: the logs confirmed that the permanent cautery hook (pch) instrument part# 470183-14, lot# n10191209-0149 was used during a cholecystectomy procedure on (B)(6) 2020 on system sk1865. It was noted the customer replaced the pch with a backup pch part# 470183-14, lot# n10200218-0090. The logs show pch instrument part# 470183-14, lot# n10191209-0149 had 4 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that the pch instrument had smoke coming from the yellow insulation. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 6th usage and, therefore, had not expired. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed the permanent cautery hook (pch) instrument had smoke coming from the yellow insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator confirmed that the pch instrument was inspected prior to use and nothing out of the ordinary and no damage were observed. It was confirmed no arcing was observed. The cannula was inspected prior to use; however, no pin gauge was used to inspect the cannula. At the time of the reported issue, the pch instrument was being used for cauterizing and the monopolar cut was used. It was noted the davinci electrical surgical unit (esu) generator was used and the cut and coag were set to 3. The robotic coordinator noted that the pch instrument was in use for 1 min before the reported issue was observed. The robotic coordinator reported that the scissors and a prograsp instrument were used at the same time. No instrument collision was observed. When the pch instrument was used, it was indicated the instrument made contact with tissue, however, no unintended burns were noted. The surgeon does not know what caused the reported issue. The robotic coordinator confirmed the instrument was taken out and replaced. It was noted that the patient has not returned to the hospital for any post-surgical complications. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. H6 result codes: 473 - insulation. 423 - cable. 4307 - intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The pch instrument was found to have yaw pulley thermal damage at the conductor wire weld. Thermal damage was also observed on the instrument conductor cap. The pch instrument was found to have the conductor wire broken at the weld, which resulted in the instrument failing the electrical continuity test. Further evaluation of the instrument found the pch instrument conductor wire insulation damaged.

Event description:
Refer to h10/h11 for follow-up information.